Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of yellow wrench alarms was unable to be confirmed; however, the reported event of damage to the mobile power unit patient cable was confirmed via the submitted photos. The submitted photo revealed damage to the mobile power unit (mpu) patient cable. No internal wires were exposed. The mpu (serial (B)(6) was not returned for testing. Log files were not submitted for review. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including mobile power unit alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mobile power unit ¿ for damage, and to replace any equipment that appears damaged or worn. Patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient's power cables was damaged. It seemed like something chewed on it. The patient experienced yellow wrench alarm on their mobile power unit (mpu). The mpu was exchanged.